Manufacturer narrative:
Additional information which was received on aug 21, 2020 this follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received implant pns, complaint overview, surgical reports for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to pain, elevated metal ions, pseudotumor band adverse local tissue reaction.

Manufacturer narrative:
Medical products and therapy date detail of product: item number 00801803603, item name femoral head sterile product do not resterilize 12/14 taper, lot # 62131444; item number 00630505636, item name liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell, lot # 62429333; item number unknown, item name trilogy cup hip impl win, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that patient underwent revision surgery due to pain, elevated metal ions, pseudotumor band adverse local tissue reaction.

Event description:
No change to previously reported event.

Manufacturer narrative:
Event summary: it was reported that patient underwent initial hip surgery on (B)(6) 2014 on the right hip side. Subsequently patient was revised on (B)(6) 2019 due to pain, elevated metal ions, pseudotumor and adverse local tissue reaction. Cobald level was 4. Trunnion of avenir stem showed black staining. New liner and head were implanted. Review of received data several pictures were received, showing the operating site as well as the explanted head and liner. None of the pictures does show the avenir stem. Iit is concluded that the stem remained implated. X-ray: two x-rays have been received. One is undated, the other one is dated 18 jun 2019. As the images provided are x-ray and not MRI/CT scan, they would not enhance the investigation process further as, x-ray images reviewed by hcp would not provide validation for metal pathology reported in the h&p, therefore images will not be reviewed. A screenshot of the doctor's report dated (B)(6) 2019 was received. It describes that pain that the patient is experiencing using the harris hip score. In the past, cobald was mildly elevated at 2.2. Bone scan was normal. Inflammatory markers normal, crp slightly elevated. Current metals show a cobald leval of 4 (<1.9). MRI showed fluid collection. Therefore, indication for revision with an exchange of the metal head to a ceramic one. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a right total hip arthroplasty on (B)(6) 2014 due to advanced hip osteoarthritis. Good rom and stability with final products. No intra-operative complications. The patient was revised on 08 july 2019 due to failed hip arthroplasty. During the procedure, adverse local tissue reaction secondary to tribocorrosion was noted. Pseudotumor, adhesions, and necrotic tissue were debrided. There was osteolysis around the rim of the acetabular cup. There was extensive corrosion builup around the base of the femoral neck. The head and liner were replaced with new zimmer biomet products. No other findings/complications related to the event were noted. Devices analysis: the avenir stem was not returned to zimmer biomet for in-depth analysis as it remains implanted. The femoral head was returned an investigation within warsaw split case cmp-0521800: quantitative eds of the taper's surface identified biological material containing some or all of c, o, and p. Cocrmo substrate material showing elevated levels of cr, mo, and o, possible evidence of corrosion products, and titanium, possibly transferred from the stem taper were also noted. No other issues were observed. Review of product documentation: this device is intended for treatment. Product compatibility: the combination of the stem and femoral head were approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion summary: it was reported that patient underwent initial hip surgery on (B)(6) 2014 on the right hip side. Subsequently patient was revised on (B)(6) 2019 due to pain, elevated metal ions, pseudotumor and adverse local tissue reaction. Cobald level was 4. Trunnion of avenir stem showed black staining. New liner and head were implanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. No lab reports have been received. As the mentioned cobalt ion level does not indicate the unit and whether it was measured in blood or urine, no assessment can be done. Further, the avenir stem was not returned to zimmer biomet for in-depth analysis as it remained implanted. The revision surgical reports states that there was extensive corrosion builup around the base of the femoral neck. However, as no intraoperative pictures of the stem taper were received, no assessment can be performed. Based on the available information it remains unknown if and to what extend the stem might have contributed to the reported event. Based on the investigation an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Event summary: it was reported that patient underwent initial hip surgery on (B)(6) 2014. Subsequently patient was revised on (B)(6) 2019 due to pain, elevated metal ions, pseudotumor and adverse local tissue reaction. Cobald level was 4. Trunnion of avenir stem showed black staining. New liner and head were implanted. It is not mentioned, that the stem was removed. Review of received data: several pictures were received, showing the operating site as well as the explanted head and liner. None of the pictures does show the avenir stem. Iit is concluded that the stem remained implated. X-ray: two x-rays have been received. One is undated, the other one is dated (B)(6) 2019. As the images provided are x-ray and not MRI/CT scan, they would not enhance the investigation process further as, x-ray images reviewed by hcp would not provide validation for metal pathology reported in the h&p, therefore images will not be reviewed. A screenshot of the doctor's report dated (B)(6) 2019 was received. It describes that pain that the patient is experiencing using the harris hip score. In the past, cobald was mildly elevated at 2.2. Bone scan was normal. Inflammatory markers normal, crp slightly elevated. Current metals show a cobald leval of 4 (<1.9). MRI showed fluid collection. Therefore, indication for revision with an exchange of the metal head to a ceramic one. Devices analysis: the avenir stem was not returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion summary: the investigation results did not identify a non-conformance or a complaint out of box (coob). Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. No lab reports have been received. As the mentioned cobalt ion level does not indicate the unit and whether it was measured in blood or urine, no assessment can be done. Further, the avenir stem was not returned to zimmer biomet for in-depth analysis as it is assumed to have stayed in vivo. Therfore and based on the available information it remains unknown if and to what extend the stem might have contributed to the reported event. Based on the investigation an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).